Event description:
Boston scientific received information that this patient arrested during the implant procedure, a code ensued, and the patient was stabilized. The procedure was completed, and the patient was moved to the stretcher at which point she became unresponsive and stopped breathing. Another code was initiated, however, the patient had been dnr status prior to the procedure, so the family was consulted, and the dnr status was reinstated and the code was then called. No autopsy was performed, but the physicians question if the patient may have had a pulmonary embolism. The device was not interrogated post-mortem and there were no allegations against the device or lead. The device was not explanted.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.